Manufacturer narrative:
It was reported that the ventilator's nozzle units of o2 and air gas module were defective. According to provided information the nozzle units for o2 and air gas modules were replaced. No parts were returned for investigation, therefore the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator's nozzle units of o2 and air gas module were defective. There was no patient harm. Manufacturer's ref. #: (B)(4).